Event description:
It is reported that the pt was revised due to pain and loosening of the tibia.

Manufacturer narrative:
The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on 2/19/2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action. Visual inspection of the returned tibial plate identified foreign material on the central portion of the bottom surface between the two pegs. There does not appear to be any indication of bone ingrowth on the edges of the plate. Both pegs were cut off during removal and returned for review. One peg has significant ingrowth on the distal portion of the peg and both pegs have foreign material surrounding the peg, indicating bone ingrowth. There is some slight scratching on the top surface of that plate, likely a result from removal. Device history records were reviewed and found conforming.